Event description:
It was reported to philips that the system would not start up completely. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system failed to boot up. The fse visited onsite and upon functional testing, the fse found system software was crashed. To resolve the issue, the fse reinstalled the system software and application software. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.